Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, the root cause could not be identified; however, it is likely that a cable got buckled, leading to the malfunction and resulting in the error e222. The event can be prevented by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·while using, hold the camera head, not camera cable and operate the endoscope. The camera cable could be disconnected. ·never fix the camera cable using such as pean forceps. The camera cable could be disconnected. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name:(B)(6). (Documented here due to character limitation in respective field) the device was returned to olympus for evaluation. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: camera cable buckling, packing damage and white flaw. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head had noise that appeared in the video. There was no report of patient harm due to the event. The device was returned for evaluation. During the device inspection and testing, color bars had appeared with scope communication error e222. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.